Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited high thresholds in bipolar mode. The ipg had been programmed to high output, had normal impedances, and was sensing properly after one week of implant.